Event description:
It was reported the device was being used during a low anterior resection. The surgeon could not fire the device during his first attempt. The surgeon refired the device and noticed it fired malformed staples. The case was completed with another device. There were no consequences to the patient.